Event description:
It was reported that the insulin pump alarmed button error. The customer did not know the blood glucose reading. The customer stated that her blood glucose levels went a little low, and she had pressed the wrong button while using the device. She stated that the alarm kept showing up, and she could not clear it. She also reported that she may have held a button down leading up to the alarm. No other significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.